Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found a piece of the haptic torn and missing. (B)(4). Conclusion code: per dfu for this lens model, the intended cartridge for a cq2015a lens is a cq cartridge. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cq2015a, +12.5 diopter, collamer lens in the patient's eye on (B)(6) 2018. After insertion the haptic of the lens tore when the surgeon while trying to suture in the lens. The lens was explanted and there was not another lens that was implanted. It was noted that the surgeon did not use recommended cartridge for the surgery.